Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported he found patient passed out on the floor. Caller stated meter has no power at all and has not been working. Caller reported taking patient to the hospital; blood glucose level was over 1000 mg/dl; treatment received is unknown. Caller stated patient last attempted to use meter a couple of days prior to the event and again the day of the event; meter still had no power and was not working. Requested return of the alleged device for evaluation and replacement was sent.